Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging, headaches that is related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the iso port entrance. There is a crack at the indicator light on the top enclosure. There is unknown debris behind the ui knob. Using a known good power supply and power cable, the manufacturer verified the base unit provided airflow. During the interior investigation, there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The is a plastic piece that appears to be a broken filter clip present under the blower motor. Blower housing is cloudy in appearance. A keratin-like substance was observed around the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was confirmed presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they are unable to directly address the symptoms outlined in the complaint and confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit.